Manufacturer narrative:
On (B)(6) 2020, photo evaluation was completed. Upon visual evaluation of the two images provided in the complaint, the implant was observed ruptured in one of the images. In the other one the implant was observed covered with scar tissue. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A manufacturing record evaluation (mre) was performed for lot number 5910403, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture; baker grade IV and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of an unknown age and ethnicity underwent revision breast augmentation with 350cc mentor memorygel, breast implants on both sides and was presented bilateral capsular contracture; baker grade IV and right side rupture upon explantation on (B)(6) 2020. The patient underwent bilateral explantation and replacement with catalog number 3504001bc; serial number (B)(4) on the left side and with catalog number 3504001bc; serial number (B)(4) on the right side on (B)(6) 2020. This report is for the patient¿s right-sided device.